Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tpn infusion through the pump kept alarming for occlusion. Upon further investigation, the clinician noted a bulge in the silicone segment of the tubing. There was no patient harm.

Event description:
The customer reported that the tpn infusion through the pump kept alarming for occlusion. Upon further investigation, the clinician noted a bulge in the silicone segment of the tubing. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: non-bd extension set; 2000ml baxter exactamix infusion bag (lot 60110738, exp 2021-01); (3) non-bd green swab caps. The customer¿s report of a large bubble/balloon in the silicone segment was confirmed. Visual inspection of the set showed that the silicone segment tubing had a ballooned bulge near the upper fitment. Functional testing was performed; fluid flowed freely through the set with no issues observed. An IV push was performed first by occluding the tubing above the injection port, and then again by not occluding the tubing. The IV push performed by not occluding the tubing above the injection port resulted in a bulge/balloon when the device door was opened. The root cause of the balloon/bulge is an IV push or flush being executed below the pump without first clamping the tubing above the injection port. This action results in excessive pressure within the silicone segment, causing the silicone to bulge/balloon.